Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) and gastrointestinal bleeding from active colitis. The filter was deployed via the patient's right common femoral vein. A selective angiogram of the inferior vena cava (ivc) identified the level of the renal veins. The filter was placed in an anterior renal position in the ivc. A post procedural venogram showed the filter was positioned in an adequate level below the renal veins. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, filter embedded in wall of the inferior vena cava (ivc) and perforation of filter strut(s) outside the ivc. The patient became aware of the reported events approximately eleven years and eleven months after the index procedure. The patient continues to experience mental anguish related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath, pain (chest pain, back, abdominal and internal discomfort), filter tilt (8 degrees medially and 17 degrees anteriorly), tilt caused the hook to become embedded and all six struts tent with perforation and direct impingement on overlying duodenum with early perforation anterolaterally in close proximity to right gonadal vein. The patient reported becoming aware of the reported events approximately eleven years and eleven months post implant. The patient also reported anxiety related to the filter. According to the medical records the indication for the filter placement was deep vein thrombosis (dvt) with gastrointestinal bleed from active colitis. The filter was placed via the right common femoral vein and deployed in an anterior renal position in the inferior vena cava (ivc). A post procedural venogram showed the filter was positioned in an adequate level below the renal veins. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Shortness of breath, chest, back, abdominal pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a:&nbsp; the correct implant date is&nbsp; (B)(6) .

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath, pain (chest pain, back, abdominal and internal discomfort), filter tilt (8 degrees medially and 17 degrees anteriorly), tilt caused the hook to become embedded and all six struts tent with perforation and direct impingement on overlying duodenum with early perforation anterolaterally in close proximity to right gonadal vein. The indication for the filter placement, procedural details and medical history have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Shortness of breath, chest, back and abdominal pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to shortness of breath, pain (chest pain, back, abdominal and internal discomfort), filter tilt (8 degrees medially and 17 degrees anteriorly), tilt caused the hook to become embedded and all six struts tent with perforation and direct impingement on overlying duodenum with early perforation anterolaterally in close proximity to right gonadal vein. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.